Event description:
A hosp charge nurse reported that a physician smelled a high frequency cable burning during a transurethral resection of the prostate ("t.u.r.p."). There were no injuries related to the occurrence and the procedure was completed with a different cable.